Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results were 120 compared to the labs 170mg/dl. Tests were done within 21-30 mins. Pt did not experience any adverse events. No further info has been reported.